Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2023-00222.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak in the lumbar artery to using ruby coil lps, an lp detachment handle system, and a microcatheter. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a ruby coil lp into the target location and attempted to detach the ruby coil lp with the handle; however, the ruby coil lp would not detach. Then, the physician attempted to manually detach the ruby coil lp without success. Next, while retracting the ruby coil lp, the ruby coil lp unintentionally detached within the microcatheter. Therefore, the physician used saline injection to push the ruby coil lp into the target location and used the pusher assembly to pack the ruby coil lp into position. Next, the same issue occurred with a second ruby coil. Therefore, the ruby coil lp was also implanted into the target location using saline injection and the pusher assembly to pack the ruby coil lp into position. The procedure was completed at this point. There was no report of an adverse effect to the patient.